Event description:
Per the clinic, the patient experienced inflammatory plaque with hypertrophic scar at the incision site and subsequently was treated with topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on january 10, 2022.